Event description:
On follow-up echo, a high gradient was noted and fluoroscopy revealed both leaflets appeared to be somewhat impinged. The valve was explanted and during the procedure, it was noted that pledgets may have been preventing complete leaflet opening. The valve was replaced with a 19 mm sjm regent valve. The pt was reported to be stable postoperatively.